Event description:
Device was placed on chest of a male pt on (B)(6), for closure on a 1 x 3 cm excision. On (B)(6), the pt noticed that the device detached from the wound area. The pt met with the physician for examination of the wound area. The physician determined that the wound was healing properly. To complete the healing process, the physician placed wound dressing across the wound. It was discovered that the pt applied an antibiotic petroleum based ointment (polysporin) to the wound after the device was applied by the physician. Engineering eval of antibiotic petroleum based ointment when used with the device confirmed the failure experienced by the pt/physician. This info is captured in MFR corrective and preventative action procedure ((B)(4)). The instruction for use (IFU) for the device has been updated to state a precaution in using petroleum based ointments. This update was released under the MFR change order system ((B)(4)). Location where event occurred: outpatient treatment facility. Manufacture date: 03/21/2012. (B)(4).